Event description:
During a ptca/stent procedure, resistance was noted when advancing the zeta stent on another company's guide wire. The device was removed before it entered the pt's body. During removal, the tip broke off and stayed on the guide wire. The guide wire was wiped down and a new zeta stent was used to complete the procdure without any reported difficulties.